Event description:
Sixty minutes into a stem cell procedure, it was noticed that air was coming from the access line. The customer was unable to get rid of the air. When the customer tried to collect plasma, only red cells were collected. When the customer tried to seal the stem cell product, a leak was noticed at the connection site. The pt info is unavailable at this time. On (B)(6) 2011, caridianbct received info that the customer had reported this incident to the human tissue authority. The report is being filed in response to the customer filing a safety allegation with local authorities.

Manufacturer narrative:
(B)(4). Investigation: the observation of entry of air at the access line connection is possibly related to a non-secure connection at the access site. No mfg defects of the access luer were noted. Upon visual inspection a residue of fluid was found on the outside of the slip fit luer on the line to the wbc bag, indicating a leak. The luer connector was visually inspected and no cracks or defects were noted. The press fit was intact with no looseness. The blue slide clamps were noted to be closed above and below the slip-fit luer on the collect line. Root cause: the observation of entry of air at the access line connection is possibly related to a non-secure connection at the access site. Definitive root cause of the observed defect remains undetermined. This type of leak at the end of the collection may be related to stripping of the lines. If the operator strips the line below the slip fit luer while the clamp above the luer (to the bag) is closed this can cause a build-up of pressure, which causes a leak.